Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The consolidated ventilator interface board (cvib) and anesthesia control board (acb) was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6). Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.